Manufacturer narrative:
H4: the lot was manufactured between september 22, 2023 to october 5, 2023. H10: the device was received for evaluation containing 82ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. When the device was being removed after the expected therapy time was completed, it was observed that device had not delivered any of the medication dose as the folfusor was still full of 5-fluorouracil. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.